Event description:
It was reported that, the tip of the drill bit broke off and was left inside the patient.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.